Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The measurable dimensions of the screws were, as far as possible, checked and found to be in compliance with the technical drawings and ao/asif specification. The used material of these screws is in compliance with iso 5832-1. The microscopic view has shown hat the fracture faces of the broken screws are homogeneous, which indicates material conformity. No product fault could be detected. We are not able to determine the exact cause of this occurrence. It is possible that a complication during the healing process caused this breakage. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the patient underwent a midfoot fusion on (B)(6) 2012 and was implanted with a plate and screws. On an unknown date in (B)(6) 2012, a broken screw was noted. Two x-rays were taken which show a total of three broken screws. It was reported that all metal work has been removed, except the inaccessible broken screw ends. The fusion was revised using a competitors products. No additional information is available. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A total of five broken screws were noted. Therefore, this report is for a total of 5 broken unknown screws. Part numbers and lot numbers cannot be defined as the length of the broken screws is unknown and there are no lot numbers on the heads. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.